Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the system board was observed. The ventilator's system board was replaced to address this issue.